Manufacturer narrative:
(B)(4) g2: australia. D10: cat #: 11-107122 / freedom all poly cup 50mm / lot #: 191490, cat #: 010001004 / g7 screw 6.5mm x 60mm / lot #: 3895696, cat #: 00662406530 / bone screw self-tapping 30 mm length 6.5 mm dia. / lot #: 65140220, cat #: 00662406560 / bone screw self-tapping 60 mm length 6.5 mm dia. / lot #: 64776802, cat #: 802403603 / constrained head 12/14 taper 36 mm diameter +0 mm neck length for use with freedom constrained liners / lot #: 3089039. Visual examination of the provided pictures identified an explanted bearing with head assembled within, covered in biodebris. Further observations cannot be made based on the image alone due to reduced image quality. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional and identified the following: the right hip arthroplasty components are anatomically aligned. There is a suspected cortical defect of the medial acetabular wall correlating with the fracture described. A definitive root cause cannot be determined. However, it is known that a freedom all poly cup was used with the tmars revision shell, and this is considered off label use per IFU. It states under compatibility "do not use components of the trabecular metal acetabular revision system (tmars) with components of any other system or manufacturer unless authorized by zimmer biomet." Based on the medical image review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a bilateral hip revision approximately one year and three months post implantation due to an acetabular fracture. The shells, screws and heads were removed and replaced. It was reported that no additional information on the reported event is unavailable at this time.